Event description:
It was reported that when the patient used the tracheotomy tube under the assisted ventilation of the ventilator, the breathing volume had problems, so it was found that the suction tracheostomy tube and intubation airbag of the accessories were broken. The patient had no adverse event after changing.

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis.